Event description:
On (B)(6) 2012, the lay user/patient in the UK contacted lifescan to report the one touch ultraeasy meter would not power on. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. For two months, the patient noted the reported meter would not power on; he was unable to obtain a blood glucose reading. The patient replaced the meter battery to no avail. The patient manages his diabetes with novorapid insulin taken on a sliding scale, and levemir insulin once per day. On an unspecified date in (B)(6) 2012, the patient experienced the symptoms of lethargy, shaking and headache. The patient visited his physician, during which his blood glucose level was tested to be 18.7 mmol/l (337 mg/dl). The patient's physician increased his insulin regimen of novorapid insulin by two additional units three times per day, and increased the levemir insulin regimen by two units once per day. Troubleshooting revealed the patient's test strips were correct, the battery did not need to be replaced, there had been no misuse of the product, and the meter would not power on with either the power button or test strip insertion. The meter, test strips and control solution were replaced. The patient allegedly suffered blood glucose levels and symptoms suggesting severe hyperglycemia after he was unable to test his blood glucose levels due to the meter power issue, and received treatment with increased doses of insulin. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Date of event: not provided.